Event description:
During a standard device follow-up, significant lead impedance increase was observed between two follow-ups (from 768 ohm to 1893 ohm).

Manufacturer narrative:
(B)(4), 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.